Event description:
During microlaryngoscopy procedure, doctor noticed pieces of plastic in the patient's airway. The doctor also noticed that there were plastic pieces on the neuro sponges and the or towel that was covering the patient's head. The doctor removed the plastic from the patient's airway, removed all neuro sponges from the room. No permanent or temporary injury or untoward effects were reported. Also in use genasal and laryngoscope.

Manufacturer narrative:
The customer states that they found pieces of plastic in one of their packs. No physical sample was provided. Looking at the photo provided by the customer, it is difficult to tell the actual size of the pieces or if the assembler would have been able to notice them during the assembly process. Per special instructions, a visual inspection must be performed and extra care taken during production of these orders. If contamination or defects were found, quality management would be informed for product disposition. It may be possible there were some pieces from the plastic components within the pack or from other non-cardinal health products used during the procedure. A root cause is difficult to determine at this time. The blue towel and neuro-sponge manufacturers have been notified of the complaint and have not determined a root cause as of this report date. A follow-up report will be filed if new information is received.